Event description:
My husband has a CPAP machine from resmed. While using it in our airstream with the 12v to 24v resmed step up dc converter the tip of the 12v plug overheated and melted into the 12v socket. At that point it failed to power the CPAP and we needed to take the rv to a repair shop to remove the whole socket as it was impossible to pull the plug out of the 12v socket as the plastic tip had melted. This device malfunctioned and in addition to not providing power to the CPAP was a fire risk as it melted to the 12v outlet in the rv. I have more photos if you need them but your system would only take 2 due to size. FDA safety report ID # (B)(4).